Event description:
It was reported via legal documentation that approximately 71 months after a right total shoulder replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, inflammation, limited range of motion and component loosening, soft tissue damage and bone loss. No further issues or complications were reported. No additional information is available. Legal case ¿ USA patient ID: (B)(6). 13. Plaintiff (B)(6) is resident of (B)(6) mississippi, in the county of washington. On (B)(6) 2017, plaintiff, underwent shoulder replacement surgery of the right shoulder at (B)(6) hospital, mississippi. On (B)(6) 2017, he underwent replacement surgery for his left shoulder. On both occasions, plaintiff was implanted with an exactech equinoxe shoulder system. 14. After surgery, plaintiff began experiencing severe pain and discomfort, inflammation, and numerous other health problems. 15. Due to plaintiff¿s pain, discomfort, and other symptoms, in 2023, plaintiff was seen by his orthopedic who recommended revision surgery for both shoulders. Revision of the left shoulder was performed on (B)(6) 2023. Revision of the right shoulder was performed on (B)(6) 2023. 253. As a direct, proximate, and legal consequence of exactech¿s conduct and the defective nature of the exactech devices as described herein, plaintiff has suffered and continues to suffer permanent and debilitating injuries and damages, including but not limited to, significant pain and discomfort; impaired range of motion; component part loosening; soft tissue damage; bone loss; and other injuries, which all require ongoing medical attention. No further information at this time.

Manufacturer narrative:
D10: (B)(6) 314-13-14 - equinoxe cage glenoid large, beta (B)(6) 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6) 310-01-50 - equinoxe, humeral head short, 50mm (beta) (B)(6) 300-10-45 - equinoxe replicator plate 4.5mm o/s (B)(6) 300-20-02 - equinox square torque define screw drive kit. (B)(6) 315-35-00 - glnd kwire. Multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00084 the reason for the revision reported this event cannot be confirmed from the information provided but may be the result of prosthesis wear or loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.